Event description:
The device was returned for service. During service by baxter, broken door assemblies 1 and 2 were found. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 21 2007. The facility representative reported an unspecified broken component which occurred during bio-med testing. Evaluation summary: a baxter service technician evaluated the device and found broken door assemblies 1 and 2. The reported condition of "broken" was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.